Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2016 with the following findings: a review of the pump black box data and alarm history showed cs 052 and cs 054 alarms occurred. During testing, the pump powered on with no alarms. The pump was exercised for 24 hours with no call service alarms emitted. The complaint of a call service alarm issue was shown in the pump history but was not able to be duplicated during investigation. Unrelated to the complaint, investigation revealed two cracks in the battery compartment. The battery cap threads were observed to be stripped. Also unrelated to the complaint, the pump case was cracked near the top right corner of the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.